Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. They had received 2 low battery alerts and had changed the battery 3 times in 3 hours. They were using a new battery every time. The customer inserted a new battery in the middle of the night after getting a low battery alert but then the insulin pump shut off and there was no low battery alert. The customer's blood glucose level was unknown. The display was blank. Troubleshooting was performed and the display returned. They received a power loss alarm. The alarm history was reviewed and it was noted that they had a lot of issues with the insulin pump holding power. It was noted that they did not receive a low battery warning prior to the replace battery now alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to during visual inspection. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage was less than 3.5volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at the pump was monitored and functioned properly. Pump received with scratched case and pillowing keypad overlay.